Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Difficulty removing the stent delivery system (sds) from the stent implant post-deployment may be related to many factors including, but not limited to, balloon ruptures/leaks, poor balloon refold, deflation technique, interaction of the balloon with the stent implant if the stent is not fully expanded and apposed, the balloon not being fully deflated prior to removal, damage to the stent, interaction with the patient anatomy, or resistance with the guide wire. The sds was not returned for analysis and a conclusive cause could not be determined for the reported difficulties however there is no indication of a product quality deficiency. The lot history record for this product was not reviewed and a similar incident query was not performed because the product was not returned for analysis; additionally, the part and lot numbers were not reported. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks during manufacture. Additionally, all balloons are visually inspected for proper fold configuration and the stents are checked for proper strut dimensions and stent damage. A sampling of units is also destructively tested to verify proper balloon deflation and proper stent deployment. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Event description:
It was reported that during a procedure, post promus stent deployment resistance was noted and the balloon became stuck during removal. The physician attempted to re-inflate and deflate the balloon but still had resistance issues. Eventually, the stent delivery system could be removed from the anatomy successfully. There was no reported adverse patient effect. Though requested, no additional information was provided.